Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 65mm abdominal aortic aneurysm.  It was reported during the index procedure, after implanting the main body stent graft, there were problems when removing the delivery system. It was reported to be very difficult to remove from the abdominal aorta and common iliac artery. After it was withdrawn, there was kinking noted on the delivery system along the graft cover.  No cause of the event was reported.  No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the cause of the kink is unknown. The device was carefully inspected before implantation with no issues noted. After positioning and setting free there was a resistance in retrieving the introducer part in the sheath which was noted as pretty difficult. No wire or pigtail catheter was caught and it was considered if there could be any mechanical obstacle inside the sheath"" device evaluation summary: the photos reveal deformation visible to the graft cover. No stent graft is loaded in the delivery system. A gap of an unknown width is present between the graft cover and tapered tip. Blood is present on and inside the delivery system. The reported ¿difficult to remove¿ can be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.